Manufacturer narrative:
(B)(4).

Event description:
Procedure type: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, "postoperative multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy". Primary disease: vessel malformation of spinal cord. After surgery for gallstone and gastric cancer, he suffers malum coxae, too. Hypostatic cranial nerve palsy, right hemiplegia, and left sensory disturbance. (Mmr4/5) on (B)(6) 2012, the suboccipital craniotomy was performed to reach the lesion under tentorium cerebelli. Size of incision: 10.0 cm. Combination therapy: irrigation with antibiotic and icg administration. The procedure was completed without problem. In (B)(6), fluid retension was confirmed by CT. It was diagnosed as cerebrospinal fluid leak associated with spinal cord injury. The pt recovered from it soon during f/u, but infarction was also found and treated with steroid administration. It was diagnosed as an adverse event caused by the procedure. On (B)(6), the pt was transferred to another hospital to take rehabilitation.